Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73f1900184 was manufactured on 06/05/2019 a total of (B)(4) pieces. Lot was released on 06/13/2019. DHR investigation did not show issues related to complaint. The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the device was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. There was a significant amount of biological material built up in the jaws. There was a closed clip returned in the jaws of the device. The closed clip was removed from the jaws in order to perform functional inspection. Then an attempt was made to engage the trigger of the device using hand pressure. Upon engagement of the trigger, the trigger cycle was completed , and an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. All remaining clips were also able to be successfully applied to over-stressed surgical tubing. The sample was received with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. Although no functional defects were observed with the returned device, the complaint is confirmed since there was a closed clip returned in the jaws. It could not be determined what caused the clip to be improperly loaded into the jaws of the device. It is possible that the build-up of biological material did not allow some of the clips to become fully seated in the jaws. It is also possible that clip stacking could have occurred in the channel of the device. Clip stacking is an issue that is being resolved under a CAPA. Multiple root causes have been identified under this CAPA, including design, manufacturing, and user error related root causes. However, clip stacking could not be confirmed since all clips properly loaded and fired. Therefore, the root cause of this complaint is undetermined. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip.". Although the complaint issue is confirmed, there are no corrective actions required at this time as the root cause could not be determined. It is possible that the build-up of biological material did not allow some of the clips to become fully seated in the jaws. It is also possible that clip stacking could have occurred in the channel of the device, but this could not be confirmed since all remaining clips properly loaded and fired. The reported complaint of "clip(s) not opening" was confirmed based upon the sample received. The device was returned with a closed clip inside the jaws of the device. The closed clip and jaws had significant biological material on them. Upon functional inspection, no issues were found as all remaining clips could be loaded into the jaws and fired onto over-stressed surgical tubing. The device was received with 11 clips remaining in the channel indicating that the end user fired 4 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Although no functional defects were observed with the returned device, the complaint is confirmed since there was a closed clip returned in the jaws. It could not be determined what caused the clip to be improperly loaded into the jaws. It is possible that the build up of biological material did not allow some of the clips to become fully seated in the jaws. It is also possible that clip stacking could have occurred in the channel of the device. Clip stacking is an issue that is being resolved under CAPA 052. Multiple root causes have been identified under this CAPA, including design, manufacturing, and user error related root causes. However, clip stacking could not be confirmed since all returned clips properly loaded and fired. Therefore, the root cause of this complaint is undetermined. Teleflex will continue to monitor and trend on this issue.

Event description:
Some clips were loaded in closed condition during an operation. It was unknown how many clips were properly loaded. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73f1900184 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Some clips were loaded in closed condition during an operation. It was unknown how many clips were properly loaded. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.